Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump's keypad was unresponsive. Blood glucose level was 153 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. Insulin pump had intermittent button response due to moisture damage to keypad traces. Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and missing end cap sticker.